Event description:
It was reported that slimplicity plate and peek cage were implanted 2 years ago and fusion was successful. Subsequently, patient complained of neck pain and radiographs showed broken locking tabs on the plate and screw backing out. Surgeon removed damaged product and replaced with competitive product.

Manufacturer narrative:
Evaluation is in process, upon completion, a follow-up report will be submitted.